Event description:
It was reported that patient presented with phrenic nerve stimulation and the patient had twiddler syndrome which caused the rv lead and the lv lead to be both dislodged into the right atrium. The rv lead was unable to be repositioned and the helix did not retract and extend. Both leads were explanted and new leads were implanted. Patient was stable post procedure and was no longer experiencing phrenic nerve stimulation.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.